Event description:
Reference number (B)(4). Event occurred in hong kong. It was reported that patient faced packaging issue on (B)(6) 2025. Packaging reported as not sealed properly misshaped or sterile packaging not intact. The packaging of the new pipeline was damaged before it was used. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hong kong. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6007830, in question was manufactured at the reynosa ID site. Threshold analysis: a query was run on 09-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6007830". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6007830 was manufactured according to the work instruction (wi) version 79 and manufactured in the machine 12 on 01-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production unrelated to complaint code, no trend identified for the lot in question, however the malfunction code belongs to the ic critical quality list, and this complaint requires further corrective and preventive action (CAPA) determination assessment.